Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device did not work. It was not reported whether the event occurred during surgery or whether there was patient involvement. It was not reported whether there were delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the triggers were sticking, coupling head was worn and it was noisy. It was noted the trigger components, wire insulation on electronic control unit were damaged, coupling head, lock slides, bearings and seals were worn. The assignable root cause was due to normal wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.